Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficulty to remove could not be confirmed due to the condition the device was received. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: c8 - #1 event abated after use stopped: changed to doesn't apply. C9 - #1 event reappeared after reintro: changed to doesn't appl.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the right coronary artery. A non-abbott guide catheter extension was used and when the guide catheter extension was moved back, the 3.5x23 mm xience sierra stent delivery system (sds) was also moved back. The stent struts became damaged and the sds failed to cross the lesion due to the anatomy. The xience sierra sds and the guide catheter extension were removed together and the xience sierra sds was cut in order to get the guide catheter extension out more easily. Two other xience sds were used and the procedure was completed successfully. There was no adverse patient sequela and there was no clinically significant delay in the procedure.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the right coronary artery. A non-abbott guide catheter extension was used and when the guide catheter extension was moved back, the 3.5x23 mm xience sierra stent delivery system (sds) was also moved back. The stent struts became damaged and the sds failed to cross the lesion due to the anatomy. The xience sierra sds and the guide catheter extension were removed together and the xience sierra sds was cut in order to get the guide catheter extension out more easily. Two other xience sds were used and the procedure was completed successfully. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.